Event description:
The manufacturer received information about a dreamstation auto CPAP unit. The third-party service center reports evidence of foam degradation and foam particles were observed; the device was scrapped. There was no report of patient harm or injury, nor was there any mention of the patient needing to be hospitalized. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device was evaluated by a third party service center.